Event description:
Customer reported that the nurse call pot is not sending a signal to the nurse's station. The nurse call cable was tested on other alarms and worked properly. The issue was discovered during set up, but the date is unk. No pt incident or injury was reported.

Manufacturer narrative:
Evaluation of the returned product confirmed the reported issue and customer note: will not place a call with 1/4 inch cable. The unit does not send a signal to activate the red led at the nurse call test fixture when weight is removed from the sensor pad. The unit does not switch modes between voice and mute modes when the nurse call cable is connected to the sensor receptacle; as a result, voice and mute testing could not be determined. The nurse call receptacle has a crack in it. (B)(4).